Event description:
It was reported the patient experienced inadequate stimulation with their drg s1 lead. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.